Event description:
A puritan-bennett 840 ventilator began to alarm then stopped working. The screen stated "vent inop." The nurse disconnected the device, began bagging the patient while the respiratory therapist changed out the ventilator. No harm to the patient at the time.